Event description:
It was reported that the successfully used the stapler for two firings. On the third attempt, the stapler started to function but quickly locked out. The device would not open and the reverse button failed to function. There was clearly no power to operate the stapler. A second stapler was brought in in an attempt to use the battery to get the first device to work. It did not, and still no power to the device. The surgeon was then able to open the jaws of the device and remove it from the patient. A third stapler and a new reload were used to complete the final firings required. Surgery was delayed 5-10 minutes. The patient was brought back to the or later that night for bleeding.

Manufacturer narrative:
(B)(4). Batch # . Additional information was requested and the following was received: what trouble shooting steps were attempted to open the first device? As previously stated, the reverse button was attempted and it did not function so ,a battery from another device was attempted, which also did not work. Was the manual override attempted why or why not? No, it was not. I do not know why not. What is the surgeons experience with the device? The surgeon has used the device often but not regularly. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2022. Additional information was requested and the following was received: what was the surgical procedure? I don¿t know. It was a general surgeon what anatomical structure was the device locked on? I don¿t know. When during the procedure was the would not fire and the would not open issues identified? I don¿t understand the question. It was identified when they tried to use the stapler. How was the post-op bleeding identified? I don¿t know. I assume the patient was having issues and they used their standard protocol to determine they were bleeding what was the site of the post-op bleed? Where the stapler was used was the site of the post-op bleed confirmed to be the site where the difficulties with the device were encountered? Yes.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2022. D4: batch #792a30. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45w reload present. The reload was received unfired. In addition, a battery pack was received fully drained which is normal for a pack that had been installed in an instrument. The battery pack was disassembled and the welds were mechanically verified. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. Further analysis showed, a gap between frame a & b on the instrument which is undesirable but did not cause an issue with the device function no conclusion could be reached as to what may have caused the frame to be damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the actuator post has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.